Event description:
It was reported that during initial ilet training, a connect adapter from lot 32964 (ref bb3001) could not be attached because it would not twist into the locked position, while a second adapter from the same lot attached and functioned normally with no evidence of insulin leakage. Symptoms included no adverse clinical effects. Outcomes included no medical intervention, no hospitalization, and continued successful device use after switching adapters. Investigation included user troubleshooting by removing the case and attempting reattachment, followed by replacement with another adapter that confirmed normal function of the pump and cartridge interface. Investigation of this case revealed a single faulty connect adapter consistent with a mechanical attachment issue involving the connector component, with no evidence of leakage or system malfunction after replacement. It was concluded, based on previously established findings for similar reports, that the cause was an isolated product quality issue attributable to the affected adapter.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.